Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse confirmed communication issues and replaced patient side cart (psc) common compute controller (ccc) to resolve the issues. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint, but failure analysis is in progress. Isi did receive a da vinci product involved with this complaint, but failure analysis is in progress.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, intuitive surgical, inc. (Isi) clinical sales representative (csr) informed technical support engineer (tse) that patient side cart (psc) communication issue occurred, along with a boom-related error message that prevented the use of drive and deploy functionalities. The csr performed two hard resets using the existing blue fiber cable and also tested with a different fiber cable; however, the issue persisted. The tse confirmed that the psc operated without errors in standalone mode. The psc was then moved to a different operating room and connected to another vision side cart (vsc) and surgeon side console (ssc), but the same issue continued to occur. The csr also attempted cleaning the fiber ports using canned air, which yielded no improvement. The customer swapped out the psc to allow the procedure to proceed. The procedure was completed by using another da vinci system with no reported injury. Isi followed up with the csr and obtained the following additional information: the patient was not in the room yet at time of issue. Ports were not placed when the issue occurred. There was no reported injury.